Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation summary: batch history analysis (DHR), maintenance records and quality notifications were verified, no quality deviation was found. Photos were made available by the client for evaluation, making it possible to carry out an investigation and determine the root cause for the incident. The photo was analyzed and it is possible to state that during the assembly of the needle, the cannula ended up screwing between the protector and the cannon. Thus, when the protector was installed in the cannon, it occurred that the cannula passed through the protector and bent the cannula. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the bd precisionglide" needle pierced through the shield prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needle piercing the protective cover), which even caused an injury to the health professional who was handling it." "The person responsible for using the needle had a scratch on her hand, but nothing that needed medical attention." "The employee did not need medical attention and just notified to leave it registered."